Event description:
Additional information was received. Lead implant date confirmed, was from a previous system ins.

Manufacturer narrative:
Continuation of d10: product ID 3888-45, lot# 0207580907, implanted: (B)(6) 2014, product type lead, product ID 3888-45, lot# 0207762700, implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3888-45, lot# 0207580907, product type: lead. Product ID 3888-45, lot# 0207762700, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Event clinical diagnosis updated to loss of efficacy. Implant date confirmed, and cause of the low impedance was determined to be the leads.

Event description:
It was reported that the patient reported increased back pain. Their device was interrogated and contact 3 was less than 50 ohms; there was low impedance. Reprogramming of the neurostimulator occurred on 2016-nov-29 and the pain relief was improved; the event was noted to be resolved without sequelae on 2017-jun-06. Etiology noted a causal relationship between the event and the device/therapy, and no relationship between the event and the implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.